Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) ranging from 209-290 mg/dl. Cause was not known. Reportedly, customer administered manual injections and a correction bolus via pump to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. Additionally, it was reported that the customer had been using the cartridge beyond labeling. Customer was advised by tandem technical support to change the cartridges per labeling. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.